Event description:
It was reported that during a transurethral needle ablation of the prostate, the handle was extremely hard to close. The physician stopped the procedure for fear of breaking the cartridge in the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The needle/sheaths were assembled off center. When manually deploying the needles, the needle block caught at 11mm. Both needle block posts broke off. There is wear on the ears of the blue lever and blue marks on both hand half guide rails. The scope tube has scrape marks and needle block debris on sheaths, rods, scope tube and front of needle block. There are scrape marks on the bottom of the p4 board and inside the urethral tube. The bullet tip was removed which resulted in easier manual advancement. The sheaths have gouge marks. There is excess glue on the bullet tip. It appears that when trying to deploy needles at any length the sheath/needle easily catches on the needle guide tubes causing high friction and scrapping the sheaths, leaving marks.